Event description:
It was reported that the battery cap could not be removed from the insulin pump. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump was returned with a damaged battery cap coin slot. The display was blank because the battery tube was not plugged into the interface board properly.